Manufacturer narrative:
Reported event: the reported device was confirmed to be a 3.0 rio® robotic arm - mics , p/n 209999, lot rob373. Camera connection error occured. Device history: a review of the DHR associated with rio 373 found quality inspection procedures successfully passed. Device inspection: a review of the crisis logs confirm that a camera connection error occured. This is most often due to dirt in the fiber optics or a faulty fiber optic converter. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported event. There were no other reported events. Conclusion: during the case an camera connection error 14 occurred.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. Mako robot had an error 14 camera communication error. Meant that robot could not be used for cases and had to be done manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. Mako robot had an error 14 camera communication error. Meant that robot could not be used for cases and had to be done manually.